Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this pt underwent a procedure whereby two gore tag thoracic endoprosthesis were implanted to repair a dissection or the aorta that had developed at the anastomosis site of a triplex graft, which was used to treat an aortic arch aneurysm on (B)(6) 2009. On (B)(6) 2009, this pt developed a retroperitoneal hematoma and was treated surgically. The pt tolerated the procedure. No info is available for the cause of the hematoma.